Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in-clinic after receiving inappropriate atp and hv therapy for an svt rhythm. Programming changes were made and the issue was resolved. The patient is stable.